Event description:
Nursing staff have experienced several instances where the bd extension microbore tubing (ref 30914) will not prime. A saline flush was attached to the male end of the tubing and the staff member was unable to flush the saline through. We got a 23-gauge needle and attempted to insert it into the female end of the tubing and discovered that the tubing is occluded. Upon closer inspection, you can see that there is a manufacturing defect with this tubing that is causing the occlusion. Another rn used some tubing from the same lot number and did not have any issues with the tubing, but several other staff members stated they have experienced the same issue. Complaint filed with bd with issues with priming item number 30914. Bd has requested that tubing be mailed back for further review. Waiting on shipping label from bd to be provided. Bd will notify and report findings once investigation is completed. No impact to any patients and no patient has sustained harm.